Event description:
Atrial unipolar lead impedance warning on (B)(6) 2022 undersensing noted on current and stored atrial egm. Programmed sensitivity is 0.60 mv rv undersensing and chronically low r waves has been reported on for medtronic right ventricular (rv) lead. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).